Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was receiving gablofen (1000 mcg at 200 mcg) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient experienced spasticity which increased in intensity over the course of two days.  The patient reported new rigidity in the left arm, dizziness, and nausea. A partial explant occurred on (B)(6) 2021. It was noted 33.2 cm of the pump segment end of catheter was removed from the body and they implanted a new section of catheter from kit 8784.  The portion of catheter removed appeared to have a puncture in it. The physician believed the catheter may have been pierced by a suture needle during the closing of the pump pocket during pump replacement on (B)(6) 2021. The pump segment of the catheter was discarded and would not be returned. It was further clarified the patient had a pump replacement on (B)(6) 2021.  The catheter successfully aspirated cerebrospinal fluid (csf) at that time. Following replacement, the patient complained for worsening spasticity in days following the procedure. The doctor reported giving the patient a large bolus and spasticity did not improve. The doctor made the decision to do a catheter dye study on (B)(6) 2021. A leak was noted in the catheter on pump connector segment during the catheter dye study. The hcp could not confirm that dye was entering the intrathecal space. The physician gave patient oral baclofen and completed catheter revision on (B)(6) 2021. The leak was noted in the catheter and appeared to be a puncture. Due to the location and size of the puncture, the doctor believed the leak to be a result of a puncture by a suture needle during closing of pump pocket during replacement case. The patient's medical history included paraplegia, muscle spasms, pott's disease, hypertension, and chronic pain. The patient's status was "alive- no injury" and the issue was resolved.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that there was no issue with the pump that was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016. Explanted: (B)(6) 2021. Product type catheter h6: the patient code / ime annex code c50789 / e2402 was not previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.